Event description:
It was reported that the patients ipg for the cervical spine area was no longer charging. The patient underwent an ipg replacement procedure wherein it was replaced with a non rechargeable battery. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg for the cervical spine area was no longer charging. The patient underwent an ipg replacement procedure wherein it was replaced with a non rechargeable battery. The patient was doing well postoperatively.